Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the recorder collected numerous episodes it classified as atrial tachycardia that upon review were determined to be sinus rhythm. The recorder remains in use. No patient complications have been reported as a result of this event.